Manufacturer narrative:
Based on the investigation of the available information and other reported cases, it was found that the flow conditions in the housing of the affected filters were causing the flattened curve. Our analyses have shown that the comparatively slower increase in the co2-curve only occurs when the gas sample line is connected to the gas sampling port of a filter/hme shown in the attached list. Other setups are not affected. If a therapeutic decision is made solely on the basis of a slowly rising co2-curve, unnecessary medication might lead to a serious deterioration in the state of health of certain patient groups (e.g. With pre-existing cardiac conditions). Thus, a field safety corrective action (fsca) (manufacturer ref.: pr157728) was initiated 2025-05-20 to inform all users until beginning of june 2025 by means of a field safety notice and advise them to not make therapeutic decisions based solely on individual measured values or parameters, regardless of the measuring point and the ventilator or anesthesia machine used. The instructions for use of the referenced filters will also be updated to include this information.

Event description:
It was reported that the etco2-curve was displayed flattened. During further internal review, it was found that the event was to be assessed reportable because the changed curve could lead to misinterpretation by the user.